Event description:
The facility reports two stnas were assisting the resident into bed with the lifter. The resident was over the bed when the hangar bar swung down and a part hit one of the stnas in the face. After it hit her, she bent down and hit her head on the lift. The pt was not injured, but the stna was taken to the ER. The stna suffered bruises to the head and right side of her face.